Event description:
This is a case report received on (B)(4) 2010 by baxter (B)(4) from a nurse of (B)(6). It is reported that on (B)(6) 2010 a female patient ((B)(6)), who was undergoing a pd therapy with a baxter uv-flash (code rtc4516 sn (B)(4)). According to the reporter, after the connection between the bag of dianeal 2l (lot 08l16g32) and the transfer set (code r5c4325 lot unknown), the spike disconnected from the bag's line. According to the reporter, the reported issue occured when the nurse wanted to take the line out of the uv-flash in order to hang the bag on the bed standard. The reporter stated that the spike disconnected from the bag which led to a leak of solution. The reporter stated that this was not a mis-spiking, and there was no alarm displayed during the transfer. It is stated that the patient has been hospitalized the same day, the transfer set has been replaced and the patient received a prophylaxic antibiotherapy. The patient returned home the same day. No further clinical consequences were reported. Bag and set have been thrown away.

Manufacturer narrative:
(B)(4). The sample is not available, no further information is available.